Event description:
Pt was undergoing a right radical neck dissection. During the procedure the surgeon attempted to clamp a vessel using the ligaclip mca. Rather than clamping the vessel, the vessel was cut. This required immediate cauterization to control bleeding. The ligaclip mca was taken out of service and another was opened in order to continue the procedure. Using the new ligaclip mca the surgeon attempted to clamp another larger vessel and with the same results. Again this required immediate cauterization to control bleeding. The procedure continued without additional issues. Both malfunctioning ligaclips were isolated and have been kept for the ethicon service rep, which will be picked up on (B)(6)-2011. Additionally, we have pulled the lot/box that these two devices came from. The pt's procedure was uncomplicated and he is resting in stable condition in our surgical intensive care unit.